Event description:
Additional information was provided that the device was later explanted due to normal battery depletion and was returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). The current charge time (CT) was noted to be 18.9 seconds and the monitoring voltage was 2.66. It was noted that the device outputs had been stable and impedances were within normal limits; therefore, premature eri was questioned. The patient was scheduled for a device replacement in approximately three months. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.